Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl and 3 glucose tablets were consumed to bring the bg back to the target level. The customer consulted with a healthcare provider and adjustments were made to the basal setting.